Event description:
The customer has reported getting multiple error codes in the beginning and during the biopsy. No pt consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.